Manufacturer narrative:
The device was received for evaluation. Visual inspection on the returned sample observed a small tear in the bottom right side edge of the bag. Functional testing was performed and revealed a leak in the bottom right side edge of the bag. The reported problem was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two exactamix 2000 ml eva tpn bags leaked at the edge. There was no patient involvement. No additional information is available.